Manufacturer narrative:
This MDR is created as an additional follow-up to MDR record # 2125050-2020-00353, initially reported on 22-apr-2020 through esubmitter. This MDR is to reflect the additional information received. According to the available information, the inflatable penile prosthesis was implanted on (B)(6) 2017, revised and replaced on (B)(6) 2020 due to a reservoir tubing tear/leak. Additional information received indicated that only the reservoir was replaced. A reservoir was received for evaluation. Examination and testing of the returned component revealed a separation within confined abrasion in the reservoir inlet tubing at the tubing/strain relief junction. Testing revealed this to be a site of leakage. Microscopic inspection revealed confined abrasion, indicating the area was kinked and abrading against itself for an extended period of time. Based on examination of the returned product, it was concluded that the abrasion mark noted on the reservoir inlet tubing at the reservoir inlet tubing/strain relief junction indicated that the tubing had kinked onto itself, resulting in the separation noted at the reservoir inlet tubing/strain relief junction. A separation of this type may then allow the loss of fluid, making the device inoperable. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, reservoir tubing leak tear. Reservoir replaced.